Event description:
This device was returned with oos documentation from biotronik representative (B) (4). Per oos, this lead was removed due to high thresholds. This lead was replaced with a boston scientific 0181, (B) (4).